Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 564 mg/dl and the ketone level was identified as being dangerous by a healthcare provider. The customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered and the customer remained on pump therapy during the hospitalization. The customer was discharged on (B)(6) 2018 with the ketones and bg resolved. The cause of the high bg was not known. A pump system check was performed on the day of the report and no device issue was identified. The customer thought that the event may have been caused by hormones or the infusion set site may have been inserted into scar tissue. Tandem technical support advised the customer to discuss the event with a healthcare provider.